Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 25-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pains") and device breakage ("she has an essure remain in the right side") in a female patient who had essure inserted. The patient's medical history included ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). The patient was treated with surgery (surgeries in (B)(6) 2015 and (B)(6) 2016). At the time of the report, the pelvic pain had not resolved and the device breakage outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. The reporter commented: she referred that the product was implanted without to perform any test. She also stated that nobody performed a computerized axial tomography or an x-ray to check that that the product be out of her. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc . No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pains") and device breakage ("she has an essure remain in the right side") in a female patient who had essure inserted. The patient's medical history included ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). The patient was treated with surgery (surgeries in (B)(6) 2015 and (B)(6) 2016). At the time of the report, the pelvic pain had not resolved and the device breakage outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. The reporter commented: she referred that the product was implanted without to perform any test. She also stated that nobody performed a computerized axial tomography or an x-ray to check that the product be out of her. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.